Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Requested additional information be provided by the health care provider.

Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider, the explant was due to endocarditis, source likely intravenous drug abuse. The health-care provider also noted that the explant was not related to any device malfunction or quality deficiency. Per the operative report, the patient was re-presented with recurrent mitral valve endocarditis and large neurologic event. He was admitted to the intensive care unit in septic shock. Per the operative procedure, the mitral valve was explanted and a 27 mm edwards valve was implanted. The patient was transported to the cardiovascular intensive care unit in stable condition. Per the discharge summary, on (B)(6) 2012, transesophageal echocardiogram showed mitral valve vegetation measuring 40 x 70 mm. Unfortunately, the subject device was not returned; therefore, the subject device cannot be assessed for any deficiency. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider, the source of endocarditis was 'likely intravenous drug abuse.' No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 29mm mitral valve was explanted after an implant duration of approximately 6 months. The explanted device was replaced with a 27mm model 6900ptfx valve. No other details provided. The reason for explant is unknown.